Event description:
The customer reported that clenz leaked from the coulter lh 500 hematology analyzer and a small amount went onto the counter. Leak was observed after troubleshooting for temperature errors that instrument generated. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
Customer technical support (cts) had previously advised customer on troubleshooting for the temperature errors and customer was to monitor the instrument, calling back if errors persisted. Customer did call cts back stating that the errors were not resolved and that she replaced tubing through pinch valve (pv37), from feed-thru fittings (ff107 to ff124) to resolve leak. Cts explained to her that fluid leak may have damaged and/or affected the peltier module causing the temperature errors; but customer stated that she would have her biomedical technician check the instrument. In an additional communication customer stated that after peltier was dried off there were no other issues with temperature errors. As of (B)(4) 2013 the customer has not contacted cts regarding this event or any additional issues. (B)(4). Cts trouble shot with customer by phone.